Event description:
Per the clinic, the patient underwent surgery for an acoustic tumor on the implanted ear and the device was explanted at that time. Plans for reimplantation were not available at the time of this report, 2009.